Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204 and adjust belt or check belt messages) has been confirmed. Upon investigation the monitor was lacking a driven ground signal. The cause of the lack of driven ground was isolated to a damaged u612 component (inverting charge pump) on the c/a board. The u612 component had no output. The cause of the messages and code 204 was the defective u612. The root cause for the defective u612 component could not be positively identified. In addition, high voltage capacitor c19 was found to be damaged. The pads were lifted from the defib board. The root cause of the damaged pads was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the patient was receiving adjust belt or check belt messages and service code 204 - belt/monitor unusable.